Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." Customer information: "heparin infusion was going. Checked at the beginning of the shift and noticed that the syringe is empty inf. Pump does not alarm but indicates 1 h remaining. No volume limit, correct syringe selected, thin pressure tubing with syringe. Device broken? Did not recognize the syringe emptying."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6). Results: a visual inspection was performed. No visible damage was detected. A functional test was performed. The device passed the self-test. A ops 50ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. A omnifix 50ml syringe was selected and the infusion started with a rate of 7,5ml/h. Th infusion stopped with a pressure alarm, 8 hours later. It could not be excluded, that the customer used a ops 50ml syringe but selected a omnifix 50ml syringe. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,57%. The device was disassembled and the inside was investigated. No visible damage was found inside the device. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. It could not be excluded, that the customer used the wrong syringe.